Event description:
It was reported that the device handpiece light activated and pulsed without depressing the hand switch during case at the user facility. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device handpiece light activated and pulsed without depressing the hand switch during case at the user facility. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.